Event description:
I had essure placed in (B)(6) 2013, due to when my daughter was born in 2010. I lost a lot off blood, they could not tie my tubes at that time. Since she was born, I would bleed so bad I would hemorrhage. So the doctor decided to do a dnc, and ablation. Since that time I have gained over 50 lbs, I have a sever stomach pain, I now have complex migraines, heart palpitations, chest pain, passing out episodes, I am loosing my hair in clips and not to mention the mood swings. My doctor told me there was no complications to these springs. I went back to him 3-4 times. He told me I was retaining fluid up there and my hormones were not right and tried to start my monthly coming back. Now, I am on a hunt to have these removed and try to get me back to my old self. If that is at all possible. If it was not for other people having these same issues, I would have thought I was loosing my mind with all the testing that has been done to me medically and nothing be wrong. No one is going to pay the bills for all of this but me. These things should not be allowed to go in any more women.